Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: 4568-53 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported the patient is deceased. The patient was reported to have endocarditis and pericarditis and vegetation was present on the leads. The organism was identified as (B)(6). The implantable pulse generator (ipg) was removed and laser lead extraction was performed. The atrial lead was removed and the right ventricular lead body was explanted with the lead tip remaining in the body. The patient went into ventricular fibrillation and died. The physician speculated the patient had a myocardial infarction during laser lead extraction.